Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
A customer reported that an antivirus pop-up message appeared on the screen of a bd pyxis¿ medstation¿ es during a medication dispensing attempt. The message indicated that the antivirus protection had expired. According to the customer, this issue caused a delay in dispensing medications. No injuries or adverse events were reported in relation to this incident.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system antivirus scan expired. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device serial, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the antivirus scan expired. A technical support specialist troubleshot the device and resolved the issue by implementing a firewall configuration as recommended by becton, dickinson (bd) developers, which stopped the essential security against emerging threats (eset) notification. The system functioned as intended after the technical support specialist diagnosed the device.